Event description:
Procedure: fundoplication. According to the reporter: the end of the straight plastic part split when pressure is put upon the roticulating/articulating tip of the instrument when extended. As a result, the instrument was difficult to retrieve through the trocar at the end of surgery. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity.

Manufacturer narrative:
(B)(4).